Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The device was tested with different ECG rhythms and the device did not analyze any rhythm incorrectly. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Physio-control did identify a use error during the reported event, as the user were not following the operating instructions (oi) when they were using AED mode on a conscious and responsive patient, while the oi states: "the defibrillator is to be used in AED mode only on patients who are in cardiopulmonary arrest. The patient must be unresponsive, not breathing normally, and showing no signs of circulation."

Event description:
The customer contacted physio-control to report that their device had inappropriately advised a shock when it was connected to a conscious and response patient. The users did not initiate the shock. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had inappropriately advised a shock when it was connected to a conscious and response patient. The users did not initiate the shock. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.